Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was unknown. Extraneal and physioneal therapies were ongoing. Hospitalization was ongoing. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.